Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
The customer reported " damaged " , inspection determined the ceramic tip is broken", involving an inner sheath endoscope sheath device. The issue was found during inspection preparation for use. There was no patient harm, no injury reported due to the event.